Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the device, which confirmed that the interface between the feeder lever and trigger was damaged likely leading to the customer experience of no clip being loaded. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: laparoscopic cholecystectomy hospital: [hospital name] product: ca500 clip applier "when the operator tried to fire the clips, no clips were loaded." Product available for return. Patient status: no patient injury intervention: the case was completed with the new one.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy hospital: [hospital name] product: ca500 clip applier "when the operator tried to fire the clips, no clips were loaded." Product available for return. Patient status: no patient injury intervention: the case was completed with the new one.